Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent an unknown gynecological procedure on unknown date and the suture was used. It was also reported that the needle was broken easily at the swage part during suturing on the dermis and subcutis. No pieces were fell into the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/22/2020. Additional h3 investigation summary: it was reported breakage needle. One needle of product code z464h was received for analysis. During the visual inspection of the sample, the swage and attachment area were note to be as expected and a suture piece still was attached to barrel needle. The tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample conditions, no performance - breakage needle was found.